Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked while drawing up vaccine medicine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "almost every distribution we¿ve had related to this lot number lately has reported issues with plunging and withdrawal. Was there any adverse event related to this issue? No. Issue was identified during vaccine withdrawal and prior to administration."

Event description:
It was reported that the bd safetyglide¿ needle was blocked while drawing up vaccine medicine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "almost every distribution we¿ve had related to this lot number lately has reported issues with plunging and withdrawal... Was there any adverse event related to this issue? No. Issue was identified during vaccine withdrawal and prior to administration."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2010821. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.